Event description:
It was reported that before using one (1) bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign material was observed in the tube. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
Investigation summary: bd received a photo for investigation. Evaluation of the attached photo indicated the presence of a yellowish edta additive clump in the tubes. Due to the size of the deposit, the additive had yellowed slightly following sterilization. This is recognized as an aesthetic defect with no impact on the performance of the tube. Additionally, a total of 100 retained samples were visually inspected, and no edta additive clumps were found. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode additive abnormality. No definitive root cause could be established for the reported defect. Based on the low defect rate for the batch in question, no actions are planned at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for the identification of emerging trends.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that before using one (1) bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign material was observed in the tube. No adverse impact was reported regarding the patient or user.